Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12j01053 and h12h21039 and no exceptions were observed that were related to the reported condition. A batch review was performed for potentially associated lot number h12g11099 with no issues noted during the manufacturing process. An exception was noted for this batch but does not indicate any issues related to the complaint. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). The patient experienced a fever due to the peritonitis. During hospitalization, the patient's catheter was removed and therapy was discontinued. The patient was later switched to hemodialysis. The cause of peritonitis was unknown. Treatment rendered was not reported. On a later date, the patient recovered from the peritonitis and was discharged from the hospital. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).